Event description:
The customer complained about two discrepant coaguchek xs plus meter (B)(4) comparisons to a lab using the stago rabbit thromboplastin reagent. Patient 1 was tested by fingerstick on coaguchek xs plus meter (B)(4) and the result was 3.6 inr. The patient had a lab test done within 7 hours and the result was 2.7 inr. On (B)(6) 2018, patient 2 (female, (B)(6)) was tested by fingerstick on the coaguchek xs plus meter (B)(4) and the result was >8.0 inr. The patient had a lab test done within 7 hours and the result was 4.4 inr. Both patients therapeutic range is 2.0-3.0 inr. Quality controls results were within range. Neither patient displayed any signs of a high inr. No adverse events were reported for either patient. The patients did not have any diet changes, new medications or new illnesses. The patients do not have any hematocrit issues and do not have antiphospholipid antibodies. Neither patients are on heparin nor direct thrombin inhibitors. Retention test strips (294947) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.